Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d2000174 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the laparoscopic colectomy, when the user ligated small artery with a clip, the clip got broken in two at the hinge and fell from the applier into the patient's body. One fragment was soon found and removed from the patient, but the other was not. The user opened another cartridge for ligation, but one or some clips got broken at loading to the applier. After that, x-ray was performed but they could not find the missing fragment. There's still possibility of residual fragment in the patient.

Event description:
During the laparoscopic colectomy, when the user ligated small artery with a clip, the clip got broken in two at the hinge and fell from the applier into the patient's body. One fragment was soon found and removed from the patient, but the other was not. The user opened another cartridge for ligation, but one or some clips got broken at loading to the applier. After that, x-ray was performed but they could not find the missing fragment. There's still possibility of residual fragment in the patient.

Manufacturer narrative:
(B)(4). The customer returned one cartridge from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge was returned with half a clip remaining in it. The clip was broken in half at the hinge. The returned sample appears used as there is biological material present on the clip. R & d was consulted about the broken clip and the clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken in half at the hinge which is due to inadequate specification of hinge thickness and is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the samples received. Visual examination of the returned clip half revealed that it was broken in half at the hinge. The clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.